Event description:
The guidewire of the bd 20g 8cm basic kit powerglide pro midline catheter broke off inside of patient's arm while trying to retract the mechanism. The patient required intervention to retrieve/remove the retained piece of the wire.